Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is presumed that an image failure occurred temporarily due to some factor, such as the scope connector not being sufficiently dry, or a communication. Olympus staff were unable to confirm the phenomenon indicated, so olympus could not determine the factors that occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a noise and blackout occurred on the video system center screen during the diagnostic endoscopic submucosal dissection procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.